Event description:
Additional information was received. It was reported the cause of the shocking, pain and discomfort was likely due to procedure pain and site healing. No actions were taken as issue was getting better as time passed. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient via manufacturer representative who was implanted with an implantable neuro stimulator (ins) for spinal pain. Patient called me with reports of difficulty recharging implanted device. Stated the duration of time charging was long and recharge interval was less than what was told in clinic by rep. Reported pain when charging device. The cause was unknown. Patient is being seen in clinic on (B)(6) 2021 to further assess. On (B)(6) 2021, additional information was received from a rep. The rep reported that the controller was being replaced. It was unknown if the issues were resolved. On (B)(6) 2021, additional information was received from the patient reporting that the spinal cord stimulator "shocked them." They mentioned that one time the scs shocked them so bad that they flew off the couch. Pt mentioned that the shocking issue only happens when they are charging ins and the pt is afraid to charge the ins. The pt mentioned feeling discomfort while charging the ins. The pt described this discomfort as being like a metal rod radiating pain at the site of incision. Bodily discomfort remains 1-2 hours after charging ins. Pt said they are already in pain and the discomfort while charging ins causes them more pain. Pt mentioned that hcp has stated that the pain will decrease as time passes. Pt also mentioned the shocking issue when charging ins seems to be getting better. The patient was redirected to their healthcare provider to further address the issue. A new recharger antenna was sent out.